Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had a few non-sustained right ventricular over-sensing (nsrvo) episodes due to post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and the patient was in stable condition.